Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient reprocessing due to deformation of right/left knob and upward/downward angulation control knob due to which water tightness was lost. However, a definitive root cause could not be determined." The instruction manual states the detection method associated with the event in " cf-ez1500dl/I operation manual chapter 3 preparation and inspection", and preventative measures in " cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the air-water tube. There were no reports of patient involvement.